Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporter stated the company 29.0 iol was replaced with a company 26.0 iol. An iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product company 29.0 diopter lens was exchanged for an company 26.0 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in a.2., a3.a.,b.3.,b.5.,b.6.,d.10.,h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested. A questionnaire was received it states that the patient experienced a postoperative refractive surprise resulting in suboptimal visual outcome (magnitude of myopia) and decreased uncorrected visual acuity, but it was not a permanent patient harm so, the it was treated with anticholinergic drug and planned to discontinue. Visual acuity improved following iol exchange was completed with another lens however, the patient was still not achieving the intended refractive target, with residual refractive error present. Patient issues were partially resolved. In the surgeon¿s prognosis anticipates further visual improvement with refractive enhancement. A prk consultation is planned at the next visit to address residual refractive error if needed.

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. Clinical reason being mentioned as unable to see. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).